Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® c&s preservative urine tube, an unspecified number of tubes exhibited an inadequate amount of additive in them to stabilize the urine as well as insufficient vacuum. No adverse impact was reported regarding the patient or user.